Manufacturer narrative:
(B)(4). A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint is for a report of a user error. There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Complaint was not confirmed. Per the complaint information, the cause of the complaint is use error. Label review was performed and the review found the labeling adequate for the user error in the complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer contacted baxter's technical service center regarding therapy assistance, which occurred on the homechoice (hc) during day dwell 1 of 1. The home patient (hp) stated that they did the day fill and was on day dwell, but it looked like they connected the drain line to the supply bag. The hp stated that the tubing that connects to the bag that is full had a y on the lines. The baxter technical service representative (tsr) asked the hp if the tube that comes off the y was short. The hp stated yes. The tsr stated that was the drain line. The tsr would assist the hp with ending therapy and the hp could start over with all new supplies. The hp stated that they would start over with new supplies. There was no patient injury or medical intervention was reported.